Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon.

Event description:
It was reported that two days after changing the catheter, swelling and strong pain on the neck occurred. A radiologic test showed a leakage directly at the access site in the vena jugularis interna. After explantation, a test showed no leakage after normal filling. However, after filling sodium chloride with high pressure, a tiny leakage was found. The catheter tip was to radiological and echocardiographic control orthotopic.